Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Therefore, because medical intervention was required to preclude permanent damage of a body structure, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient has been wearing mtm retainers since the completion of aligner therapy but her teeth have moved so much that she needs new aligners made. The doctor states that the retainer caused the patient jaw pain beginning in (B)(6) of 2018. Additionally, the tooth enamel of the buccal wall was sheared off on teeth 27 and 28 which needed to be repaired by the doctor. Additional mal-alignment was also observed.